Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the piping tube was fractured. It was also noted that there was no pressure display on the front panel due to a damaged printed circuit board. The damper of the manifold unit was broken. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high flow insufflation unit had a broken internal air tube. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon (1) ¿damage to the inner air tubing (c tube(gt552200) was broken" was reproduced. It was proven that it was caused by the fracture of c tube(gt552200). "Phenomenon (2): pressure is not displayed on the front panel" was caused by the damage of the patient circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: b5. Olympus will continue to monitor the field performance of this device.

Event description:
The customer did not raise any doubts and/or report any malfunction during their use of the subject device. The loose internal parts were found by an olympus representative upon receipt inspection.